Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, hematoma and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The next day post procedure, a symptomatic parenchymal hemorrhage with infarction in the left temporal lobe and a left hemispheric subarachnoid hemorrhage (sah) occurred. Plavix was stopped. Medical management (not specified) was performed to treat the patient and the adverse event was resolved. Seven days post procedure the patient was discharged home in stable condition. The physician stated that the reported event related to the procedure; however, it is unknown if the subject device caused or contributed to the adverse event.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The next day post procedure, a symptomatic parenchymal hemorrhage with infarction in the left temporal lobe and a left hemispheric subarachnoid hemorrhage (sah) occurred. Plavix was stopped. Medical management (not specified) was performed to treat the patient and the adverse event was resolved. Seven days post procedure the patient was discharged home in stable condition. The physician stated that the reported event related to the procedure; however, it is unknown if the subject device caused or contributed to the adverse event.